Event description:
It was reported by the patient that she has repeatedly called in, but has not been able to transmit. Last successful transmission was a year ago. Further reported there had been changes made to the phone service. Changes were made by the phone company and patient transmitted. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power up test did not function with the returned power supply. The power supply was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8. Correcting the phone line corrected the issue. No indication of any remote monitor failure.

Event description:
It was reported by the patient that she has repeatedly called in, but has not been able to transmit. Last successful transmission was a year ago. Further reported there had been changes made to the phone service. Changes were made by the phone company and patient transmitted. No patient complications were reported as a result of this event.